Manufacturer narrative:
The customer reported complaint for the thermogard ivtm system (sn (B)(4) displayed a tcmid:06 (ce post failure) error message was confirmed during the event log review and during the initial functional testing. During console evaluation, the resistance of the heater was measured at 1.2 ohm, not within the manufacturing specification value between 8.2 ohm to 10.2 ohm. Therefore, the root cause of tcmid:06 error was due to a defective cooling engine (ce), likely attributed to an aging device. The thermogard console was manufactured in oct 2012 and is 10 years old, past it's service life of 5 years. The secondary complaint of the thermogard ivtm system does not power on was not confirmed during functional test. Upon visual inspection, no physical damage was observed. Thermogard console's event log data were reviewed and revealed multiple tcmid:06 error message on and around the customer's reported event date, thus confirming the reported complaint. During functional testing, the thermogard console displayed tcmid:06 (ce post failure) error messages upon powering up, thus, confirming the reported complaint. The root cause of the tcmid:06 error message was due to a defective cooling engine (ce) and it needs to be replaced to address this reported issue. Waiting on customer's decision to purchase a new thermogard console due to the age of the device or upon customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard system with sn (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4) displayed a tcmid:06 (ce post failure) error message and didn't power up after rebooting several times. The customer used another temperature management medical device to continue with ivtm therapy. No consequences or impact to the patient.

Manufacturer narrative:
Correction in section b3: the date of event has been updated.